Event description:
It was reported device was removed due to infection. The pump contained lioresal intrathecal. At the time of this report, no further details were reported. Additional info was requested and will be provided when available.

Manufacturer narrative:
(B)(4): the device has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.